Event description:
Patient called alleging that patient had three dashes on the meter and is unable to obtain a reading. Patient changed the battery on the meter and did not reset the memory and was only getting the date/time issue. Customer service assisted patient with the memory of the meter and it kept showing the three dashes. Customer service was unable to get past the three dashes and sent patient a new meter.